Manufacturer narrative:
Product analysis: at analysis it was noted that there was a serious ingression of fluid within the microprocessing unit (resulting in the presence of a system error), the link electronic and telemetry modules and the power supply. Because it could not be reliably repaired the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for corrective maintenance/repair and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.